Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(6). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the venflon pro 1.1mm x 32mm experienced a holein the catheter, catheter damage/deformation, and leakage. The following information was provided by the initial reporter: venflon was punctured by the pink "chimney". At two different CT scans with IV contrast it was experienced that there was a hole in the venflon at it pink "chimney" and contrast and salt water ran out on pt.s arm and back instead of into the vein. Patient had to be stabbed several times, however surveys were conducted, so therefore no direct consequence.

Event description:
It was reported that the venflon pro 1.1mm x 32mm experienced a holein the catheter, catheter damage/deformation, and leakage. The following information was provided by the initial reporter: venflon was punctured by the pink "chimney". At two different CT scans with IV contrast it was experienced that there was a hole in the venflon at it pink "chimney" and contrast and salt water ran out on pt.s arm and back instead of into the vein. Patient had to be stabbed several times, however surveys were conducted, so therefore no direct consequence.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-04 h6: investigation summary the sample was received by bd for evaluation. A quality engineer was able to review the returned (1) venflon EU from lot # 0.0091371 product # 393204 with the reported issue of ¿venflon was punctured by the pink "chimney". At two different CT scans with IV contrast, there was a hole in the venflon at it pink "chimney" and contrast and salt water ran out onto patient¿s arm and back, instead of into the patient¿s vein. Had to be stabbed several times, however surveys were conducted, so therefore no direct consequence.¿ the DHR was reviewed and qn was raised on this lot during manufacturing and production of lot number 0.0091371 until lot release. Bd has one customer returned sample of the defective product on which the complaint has been registered. Bd has simulated the defect on the customer returned samples of lot number 0.0091371 as described by the customer to determine the defect and understand the complaint for further investigation. After thoroughly investigating the complaint by simulating the defect on the customer return samples, our investigating team found that the leakage was from the top port. The probable root cause could be misappropriate dose of ipa on station number 5 and 6. H3 other text : see h.10.